Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that none of the insertion trays had water inside the syringes to blow up the balloon in order to anchor the foley catheter in place.

Event description:
It was reported that none of the insertion trays had water inside the syringes to blow up the balloon in order to anchor the foley catheter in place.

Manufacturer narrative:
Per additional information received, there was no allegation against a bd device. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.